Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010. The reporter stated the patient obtained blood glucose results of "88 and 286 mg/dl" with the subject meter and "48 and 200 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The customer care advocate (cca) was advised the patient manages her diabetes with a combination of actos pills, glucophage pills and novolin insulin (amounts not specified). It is not known what action the patient took at the time of the alleged issue; however, the reporter stated the patient was given orange juice which she could not keep down. At an unspecified time after the alleged issue begun, the reporter stated the patient was in a state of "near diabetic coma." At 4pm that same day, emergency medical services (ems) administered intravenous (IV) glucose to the patient. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. It is not known what changes were made to the patient's diabetes regimen or what specific symptoms the patient was experiencing. However, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began which required intervention from a health care professional (hcp).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.